Event description:
It was reported, during in clinic follow up. That the pacemaker exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of premature discharge of battery, and longevity anomaly were not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitude measured current level within normal range and no indication of premature depletion was noted. Longevity assessment was performed, based on average drain current, and the device exceeded longevity indicating normal battery depletion.